Event description:
A 47 year old white gravida 2, para 2 female; status post bilateral subpectoral inframammary "second to smallest" gel implants (? Type/size/MFR - no records) placed for augmentation in 1981. For approx 5 years, the right has gotten firmer. Pt feels it is larger. There is no pain, but pt has struggled with right "shoulder problems" for several years, which pt does not attribute to her implants. Pt has no history of trauma, and has no systemic symptoms. Pt is otherwise healthy.